Event description:
The surgeon implanted an aq2010v silicone three piece lens but the haptic tore while it was being inserted. The lens was removed with no pt injury. The nurse stated it was unk as to why the haptic tore. An msi-pm injector and an aq cartridge, lot number 1197055 were used but the nurse was unable to recall the lot number for the injector.